Event description:
The doctor reported that a patient treated for mixed astigmatism laser vision correction in his left eye presented post op with a reduced best spectacle corrected visual acuity (bscva) of 20/40 with blurriness and shadows. His pre-op bscva was 20/20. The doctor also reported noting fluid accumulation in one area of the stromal bed at the conclusion of the treatment. Retreatment is being planned at a later date for this patient.

Manufacturer narrative:
No service on the equipment was requested. The equipment is continuing to be used at the facility. The treating doctor consulted with an amo medical monitor to discuss the patient's outcome and retreatment. The likely contributing factor to the sub-optimal outcome was the use of extra bss during the treatment.